Manufacturer narrative:
The customer was contacted for return of the product. The electrodes have not been returned to zoll for evaluation. A review of the retained sample of electrodes from this lot found no discrepancies.

Event description:
Complainant alleged that during a routine shift check by a clinician, the electrodes caused the associated defibrillator to fail self-test. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.